Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-16717.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the insulin pump alarmed weak signal and lost sensor. The customer's blood glucose on the night prior to the call was 500 mg/dl. He also stated that he had been hospitalized in the last 90 days because his blood glucose bottomed out due to an unknown cause. He noted that low blood glucose was a usual occurrence and was not concerned. He also reported having discrepancies between the blood and sensor glucose readings of 180 units. He advised that he removed both sensors due to experiencing issues and discarded them; he was unable to troubleshoot the issue as a result. The customer discontinued troubleshooting, as he did not want to test the transmitter and had just inserted a new sensor that appeared to be working. He was advised to call at the time of occurrence in order to troubleshoot any issues. He declined troubleshooting for high blood glucose.